Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a confirm rx implant, the incision tool was used to cut the patient. The physician noted a large amount of blood at the implant site, due to an artery being cut. The physician tied off the artery to resolve the issue and proceeded to implant the device with success. The patient was in stable condition following the procedure.